Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up low out of range pace impedance measurements were noted. A possible insulation issue was alleged but not confirmed. It was noted that the daily measurements noted that the pace impedance measurements had decrease two weeks prior. The device settings were changed to unipolar configuration but the values still appeared low and out of range. No further changes were made and the physician elected to monitor the patient in the unipolar configuration. No adverse patient effects were reported.